Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that approximately four and a half years post index, the patient presented emergently with back pain. Examination determined that the aneurx bifurcate had migrated 8 cm distally. Two endurant cuffs were implanted. The leak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).